Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Based on the information provided, at this time no connection can be made between the reported event and the davol product in question. This complaint is inconclusive. If additional information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Per ms&s report (B)(4). Patient had a laparoscopic hernia repair with ventralight st ((B)(4)) (B)(6) 2015. Since the surgery, patient feels a "heaviness" in the umbilical area where the patch is. Patient had a CT and pet scan, and according to the surgeon, patient healed like she should and there is no issue with the patch. Since the surgery, patient stated " can't eat as much as used to, and her "stomach feels like it has a bowling ball sitting in it." Patient saw the surgeon again (B)(6) and she told her "everything is ok." Patient plans to see a gi physician soon. Concerned because patient doesn't feel like it is getting better after 6 months post-op.